Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a reporter on behalf of the lay user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged meter inaccuracy began on (B)(6) 2018 at 10pm. The patient obtained an alleged inaccurate high blood glucose result of "329 mg/dl". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It was reported that the patient was managing his diabetes with 40 units of novolog mix 70/30 twice daily and a combination of oral medications. The reporter was unable to specify the oral diabetes medication the patient was taking but did report that the patient was taking 12 different oral pills for his diabetes and other health conditions. In response to the alleged high reading obtained, the reporter gave the patient 40 units of novolog mix 70/30 which was "his last dose of insulin for the day". The reporter claimed that 6 hours after the alleged issue started, the patient developed symptoms of ¿becoming delirious, wet the bed, unable to respond to questions and got violent when the reporter tried to test his blood sugar¿. The reporter performed a blood glucose test on the patient and obtained a result of "50 mg/dl" and in response treated the patient with 2 spoonfuls of sugar. During troubleshooting, the csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. It was also noted that the meter was set to the correct unit of measure. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high result with the subject meter.

Manufacturer narrative:
This supplemental is being sent to correct information previously submitted. The alert date of follow-up #1 should have stated (B)(6) 2019.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.